Manufacturer narrative:
This supplemental report is being submitted to provide the results of the manufacturer¿s investigation. A review of the device history record (DHR), as well as a historical trending analysis were conducted during this investigation. The review of the DHR did not find any abnormalities or anomalies identified during production. The device met all specifications upon release. Because the subject device was not returned, investigation was unable to definitively determine the cause of the reported failure. Olympus will continue to monitor the field performance of this device.

Event description:
The customer reported that their olympus maintenance unit is in need of repair due to a broken power inlet. This damaged component was discovered during device maintenance and there was no patient involvement.

Manufacturer narrative:
The device has not been returned for evaluation or repair. If additional information becomes prior to the conclusion of the investigation, a supplemental report will be filed.